Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a walled-off necrosis (won) during a procedure performed on (B)(6) 2025. During the procedure, upon deploying the first flange using the device, the locking mechanism failed, causing the second flange to deploy simultaneously. The scope was promptly retracted, allowing the second flange to position correctly before full stent deployment. The procedure was completed with the original stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a walled-off necrosis (won) during a procedure performed on (B)(6) 2025. During the procedure, upon deploying the first flange using the device, the locking mechanism failed, causing the second flange to deploy simultaneously. The scope was promptly retracted, allowing the second flange to position correctly before full stent deployment. The procedure was completed with the original stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h10 device code has been updated.